Manufacturer narrative:
Other, other text: patient had complained that the pump was not delivering the full dose. No patient injury. Patient was given a new pump.

Event description:
Patient had complained that the pump was not delivering the full dose. No patient injury. Patient was given a new pump.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has the wrong readings. No patient injury reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be unintentional user programming, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. Email address: regulatory.responses@icumed.com